Manufacturer narrative:
Received one used list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# unknown. The used ch2000s-c spinning spiros was returned connected to a 10ml bd luer lock syringe. With gentle manipulation and while depressing the plunger lightly a leak was observed at the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history reivew (DHR) lot review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is not yet complete.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported a leak of vincristine. The nurse lured a 10 ml syringe with the spinning spiros on to a smartsite y-site and noticed leaking in the housing. The chemo spill was cleaned up per facility protocol. There was no blood loss, bleed back, and no hole, cut, tears or any defect noted. There was patient involvement, however no report of harm.